Manufacturer narrative:
Product analysis: it was also determined at analysis that the external pulse generator (epg) failed the incoming test due to a back light on, off difference. Errors were found in the log files; the firmware was updated. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator(epg) was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.